Manufacturer narrative:
Visual analysis of the returned device found the basket was closed/retracted when received. The basket tip was not returned for analysis. The evaluation concluded that the tip of the basket could have been detached as a normal factor of the procedure since the device have been designed with this characteristic and the complaint information states that the costumer reported the problem while the procedure was being performed and inside the patient. Based on the available information, the most probable cause is ¿anticipated procedural complication¿ since the complaint is due to known effect of the procedure noted within the directions for use. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the lower bile duct during a biliary stone lithotripsy procedure performed on an unknown date. According to the complainant, during the procedure, an alliance handle was used in conjunction with a trapezoid rx basket in an attempt to capture a stone, however, the tip of the basket detached prematurely before the stone could be captured. The physician tried to retrieve the tip of the basket with the use of forceps but was not successful. The tip of the basket was left to pass naturally. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the lower bile duct during a biliary stone lithotripsy procedure performed on an unknown date. According to the complainant, during the procedure, an alliance handle as used in conjunction with a trapezoid¿ rx basket in an attempt to capture a stone, however, the tip of the basket detached prematurely before the stone could be captured. The physician tried to retrieve the tip of the basket with the use of forceps but was not successful. The tip of the basket was left to pass naturally. There were no patient complications reported as a result of this event.